Manufacturer narrative:
Concomitant products: product ID 8709, lot# l72772, implanted: (B)(6) 2000, product type catheter; product ID 8709, lot# l72772, implanted: (B)(6) 2000, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the actual residual volume of 10 ml was greater than the expected residual volume of 4 ml. The patient had complained that the pump had not been as effective recently in controlling their pain. The pump logs did not indicate any issues, thus the physician planned to do a dye study to check the catheter. The pump was delivering fentanyl, bupivacaine, and baclofen. Additional information was provided that when attempting the catheter dye study through the catheter access port (cap), they could not aspirate more than a few drops of drug. The dye study was aborted and a rotor study was performed. The results of the rotor study confirmed that the pump was functional and moving, and the pump logs also supported these results. It was noted that the next step would be a catheter revision or replacement. Additional information has been requested, but was not available as of the date of this report.